Event description:
When attempting to load tri-staple reload onto stapler, unable to seat assembly due to piece of black plastic protruding from shaft of assembly connection. FDA safety report ID # (B)(4).